Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash under the therapy electrodes. Patient also reported having skin lupus. The patient was given a prescription lidocaine cream from her physician. The patient reported that after using the cream provided that the irritation had improved.